Manufacturer narrative:
MFR received date: 16 sep 2019. The international fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the touchscreen and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator's touchscreen is not calibrated. There was no patient or user involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06sep2019.

Event description:
It was reported that the ventilator's touchscreen is not calibrated. There was no patient or user involvement.